Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that during a radical prostatectomy, after sealing the tissue, the jaws of the device would not reopen while applied to tissue. The surgeon used a pincer to reopen the jaws and release the device from the tissue. There was no tissue damage and no harm to the pt. A new lf4200t from the same lot number was opened and used to complete the procedure.